Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the staples did not lock. The surgeon sutured to complete the procedure without pt injury.